Event description:
See also MFR report 3004209178201000395. The pt experienced a loss of therapeutic effect. She believed the magnet in her refrigerator door turned the device off. This was about a month ago. The device was working well at the time of this report.

Manufacturer narrative:
(B) (4)